Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call the he had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer reported that they experiencing the symptoms of some abdominal pain and blurred vision. The customer stated they don't have a backup plan available. The customer hasn't been treated because with pump being down. The customer reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose was 599 mg/dl. The customer stated insulin is squirting out during the manual prime process. Customer stated they were not wearing the pump during priming. The customer was advised the possible cause of the alarm was the force sensor did not detect the reservoir during the seating process. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.